Event description:
Report received from (B)(6) stating that the tip of the device was bent. The device was being used during surgery. There was no injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).